Event description:
Son is type 1 diabetic and uses infusion sets to deliver insulin via pump. Infusion set is the medtronic minimed mio with 9mm cannula. Product has a high rate of failure resulting in high blood glucose.